Event description:
The manufacturer received information alleging a ventilator patient expired. The patient's caregiver states the patient "passed away" while sleeping on (B)(6). The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6), the ventilator was not in use. On (B)(6) the ventilator was powered on at 04:34:36 local time and was in use intermittently throughout the day. On (B)(6) the device was powered on at 19:53:14 local time. The ventilator was then manually powered off with the proper sequence of keypresses at 21:25:24 local time. The ventilator was not powered on again. The manufacturer concludes the ventilator operates and alarms as designed and did not cause or contribute to the reported event. Based on the reported date of the event, the ventilator was not in use when the patient expired.